Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that this issue occurred while the system was in clinical use. The clinical procedure was postponed as the issue was found before the procedure began. No harm to the patient or user was reported. A philips remote service engineer (rse) contacted the customer and confirmed the c-arm could not be adjusted. Remote reading of the system logs indicated that there was an error with the geometry control module. The rse recommended an onsite service. A philips field service engineer (fse) inspected the system on-site and also confirmed the reported issue. Troubleshooting and analysis of the system log files found that the system's geo module was defective. The fse replaced the geo module. The geo module was returned for failure analysis, but no root cause could be determined by the analysis team. After replacing the geo module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system c-arm geometry failed to move. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.